Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level is high as 559 mg/dl. Customer had blood glucose of 122mg/dl. Customer¿s current blood glucose was 312 mg/dl. Troubleshooting was done and customer reported that, he is ok with troubleshooting. Customer reports the following symptoms related to their high blood glucose was nausea and vomiting. Customer reports they do not have a back-up plan available. The drive support cap appears normal (slightly indented). After performing manual prime/fill tubing with current set, the customer reports insulin exited at the qr. Customer is able to perform hp test at this time. Assisted with performing the hp test. Test results was passed also performed displacement test and it passed as well. Customer advised to do follow-up with healthcare professional. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had severely scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.